Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during partial hepatectomy, rfid (radio frequency identification) alarm was suddenly heard when the device was placed on an instrument tray. The device was disconnected from the generator and connected again but the issue was not solved. New device was opened and it worked fine. There was no patient harm.